Event description:
It was reported that in 2003, while a pt was being treated on the subject device the elevating base moved down without being activated by the user. The pt was connected to an oscillator ventilator. There was some condensation in the rigid ventilator tubing which went down the endotracheal tube. There was a nurse at the beside who suctioned this fluid immediately, and the pt did not suffer any negative consequences. Although the equipment had a warning label on it, instructing the user to disable the elevating base if the pt was being administered either hfov or ECMO (in conjunction with ohmeda medical's medical device recall (z-0409/0410-03), the elevating base had not been disabled by the time of the reported event.